Event description:
It was reported medfusion 4000 pump primary audible alarm post and alarm bgnd test. No further details provided.

Manufacturer narrative:
Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing a tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker as a preventative measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., correction . Correction: model number: 4000. Correction: event problem patient code: 4582-no clinical signs, symptoms or conditions

Event description:
No patient injury was reported. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.